Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen became unreadable after the customer reported glue became "stuck on the screen" . There was no adverse impact to customer¿s blood glucose level. Reportedly customer will continue to use the pump until the replacement arrives.